Event description:
The batteries from the bedwetting alarm leaked in the middle of the night when my son was asleep. The alarm got very hot and he screamed loudly. I ran to his room and noticed that the alarm was super hot. I could not even touch it. It was as though the alarm was on fire. My son has some minor burn marks on his neck now. We were fortunate to treat him quickly before it got any worse.